Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty power supply printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the high definition lcd monitor, experienced the power indicator is off. The issue was found during preparation for use. The procedure was completed with another set of device. The patient was not under anesthesia and there were no reports of patient harm or delay associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was confirmed. Further evaluation found that the device had a printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.